Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015; (B)(4)lead implanted: (B)(6) 2015; 6719 adapter implanted: (B)(6) 2015.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.